Event description:
Customer reported that while the unit was in use on a pt the unit would not trigger off an ECG complex. Pt was switched to another unit and therapy was continued. No pt injury was reported.